Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No sample has been received by manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that, two ophthalmic blades were found dull and as a result incision could not be completed. Procedure details and patient impact have not been reported. Additional information has been requested but is not available at the time of this report.